Manufacturer narrative:
H6. Corrected to include device code application program problem.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained. Additional information has been received that patients implantable pulse generator (ipg) was not holding a charge and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained. Additional information has been received that patients implantable pulse generator (ipg) was not holding a charge and was doing well postoperatively. The explanted device was not returned.

Event description:
It was reported that the patient was experiencing inadequate pain relief. Program optimization was attempted and was not successful. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained.additional information has been received that patients implantable pulse generator (ipg) was not holding a charge and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed.it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.h6. Corrected to include device code application program problem.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an implantable pulse generator (ipg) replacement procedure. No further information has been obtained.